Event description:
The customer reported that during a procedure, an error message "replace handpiece" displayed on the screen. The surgeon replaced the handpiece, but this did not resolve the problem. The system was then restarted, and again, it did not resolve the problem. The surgeon cancelled the case. There was no harm to the pt.

Manufacturer narrative:
The company service rep examined the system and found that it met specifications. However, initial information indicated that the engineers were able to duplicate the error message only once and were unable to duplicate the message a second time. The service representative therefore, replaced the u/s control pcb (printed circuit board and the u/s connector. The handpieces at the facility were also tested, with no problems found. Investigation, including root cause analysis is in progress.